Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The displacement test could not be performed due to the missing segments. The insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported by the customer that their insulin pump display screen was blank and the device was alarming. During troubleshooting, customer was asked if the device showed physical damage and customer stated there are several scratches. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Customer's blood glucose level was 187 mg/dl at time of reporting. Nothing further reported.